Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that on (B)(6) 2024, a 25mm navitor valve was selected for implant using a small flexnav delivery system. During procedure, the valve was loaded into the delivery system and the delivery system was introduced into the patient. At the point of the ascending aorta, the valve capsule of the delivery system kinked. The cause was either by crossing the lesion or recapturing. The patient had a calcified anatomy, but it was not tortuous. The delivery system was removed, along with the valve, and was exchanged for a new small flexnav delivery system to successfully implant a new 25mm navitor valve. There are no allegations of malfunction with the valve. During procedure, the patient's blood pressure dropped during the replacement valve implant but was soon restored. There was a delay due to crossing the calcified stenosis area in the ascending aorta, but no patient injury was reported. No patient consequences were reported. No additional information was provided.

Manufacturer narrative:
An event of a kinked valve capsule was reported. The device was returned to abbott for investigation, where it was found that the valve capsule had twisted deformation damage. The inner shaft was noted to have several kink damages. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Additionally, the lot was reviewed for similar complaints, and there is no indication of a lot-specific product issue. Based on available information, a cause for the reported event could not be conclusively determined. It is possible that patient anatomy (calcified ascending aorta) contributed to the event; however, this could not be confirmed. There is no indication of a product issue with respect to manufacture, design or labeling.